Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: v267179, product type: lead. Product ID: 3888-45, lot#: v26 7179, product type: lead. Product ID: 3888-45, lot#: v267179, product type: lead. Product ID: 3888-45, lot#: v267179, product type: lead. Product ID: 3888-45, lot#: v259816, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 3888-45, lot#: v259816, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 377660, lot#: v002467, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: lead. Product ID: 377660, lot#: v002467, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial#: (B)(4), product type: extension. Product ID: 97714, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 3708220, serial#: (B)(4), product type: extension. Product ID: 3708220, serial#: (B)(4), product type: extension. Product ID: 3550-29, lot#: unknown, product type: accessory. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient did not have effective pain relief. There were no issues with the devices. The system was explanted. No further complications were reported.

Manufacturer narrative:
Supplemental to update method/results/conclusion codes, previous fdc, fdr, fdm codes no longer apply. Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.